Manufacturer narrative:
Analysis of programming history.

Event description:
Reporter indicated that the pt's desired settings had been changed somehow. Programming history was downloaded by the site, and returned to the MFR for analysis. Analysis found that at the previous visit, there was likely was a faulted system diagnostics test. The pt's device as interrogated after the event occurred, and the results registered that the pt's settings were not what they were meant to be, however, the physician did not reprogram the pt's generator at that time, and did not report the incorrect settings until the next visit, suggesting that the incorrect settings were not noted by the physician the first time the programming system recorded them.